Event description:
It was reported that during a therapeutic peripheral procedure, an angiogram confirmed the patient had a cto in the mid sfa. The physician attempted to cross with a wire, went subintimal and tried to use a pioneer catheter back into the true lumen. However, the catheter distal tip separated, but was successfully retrieved using a snare. No piece of the catheter was left in the patient. The patient is doing ok and was discharged as expected. This adverse event and product problem is being submitted due to the tip separation requiring intervention (snare).

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. The pioneer plus catheter was discarded by the facility, thus no returned product investigation was performed.